Event description:
This event involved a male patient who experienced a high priority controller alarm approximately nine months post heartware lvad implantation.the site reported that the patient had not been doing anything unusual at the time of the event and he was able to exchange his controller with no reported patient injury.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller was returned to heartware; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included clinical evaluations, visual/functional examination and review of controller log files. Log file analysis confirmed a " controller failed " high priority alarm several days prior to the event date provided. Data indicates this was not associated with any change in vad parameters. Thorough external visual inspection of the controller revealed no signs of physical damage, contamination or loose parts inside of the device. Alternately powering the returned controller run normally without any alarms or errors and with the test-bed ac adaptor and the test-bed battery shows that the controller was able to start and run the test-bed motor as intended. The reported alarm was confirmed but could not be reproduced. No additional information will be forthcoming.